Event description:
It was reported that the patient underwent a cervical fusion procedure at levels c6-c7 using rhbmp-2/acs. The patient had an MRI on an unspecified date post-op, "which shows premature degeneration of the adjacent level after only 4 years." The patient has foraminal stenosis and compression of the spinal cord. This is causing immense pain and radiculopathy which is debilitating. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.